Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the down arrow button was unresponsive. Customer's blood glucose was 315 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer also reported they were currently hospitalized with a breast infection. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during our visual inspection. The insulin pump had normal operating currents and passed all functional testing including the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, cracked reservoir tube and missing the end cap sticker.